Event description:
It was reported this filter did not appear to open completely following deployment via femoral approach. Another filter was placed which also did not appear to open completely. Physician chose not to place third filter and is treating pt with anticoagulants. This device remains implanted. Therefore, no failure analysis will be available. Follow up could not confirm if pre-placement cavogram was performed prior to filter placement. It was indicated continual flushing of carrier system during implant procedure was not performed. Co believes these factors may have contributed to this event. Co's directions for use state: "inferior vena cavogram must be performed prior to insertion of stainless steel greenfield vena cava filter with 12 french introducer system. This procedure determines caval patency and diameter and is used to evaluate inferior vena cava for presence of thrombus and congenital anomalies... Insufficient flushing can allow thrombus formation inside the filter which can bind legs and prevent complete opening upon release... Confirm location of carrier capsule by injecting contrast through handle of introducer catheter... Do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pulmonary embolism."